Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and reproduced the reported issue. The fse replaced the coiled cable, the upper display to correct for the green vertical line on the screen and installed replacement labels for the display. The iabp unit passed all calibrations, functional and safety test per factory specifications.

Event description:
It was reported that the coiled cable of a sales demo cardiosave intra-aortic balloon pump (iabp) had loose coils, making it look messy; additionally a line in the display was reported. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided. The initial reporter named is a getinge designee who has different contact details from that of the event site; their contact information are as follows: (B)(6).

Event description:
It was reported that the coiled cable of a sales demo cardiosave intra-aortic balloon pump (iabp) was damaged; additionally a line in the display was reported. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event reported.